Event description:
The hcp reported that the pt developed second degree heart block. The pt was experiencing increased spasms so the dose was "rapidly titrated up" and now the hcp believes the pt was overdosed. Follow-up will not be possible as insufficient information was provided at the time of the report.